Event description:
A report was received that the patient underwent an explant procedure due to staphylococcal infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial/lot #: (B)(4), description: linear 3-4 lead, 70cm model #: sc-3138-25 serial/lot #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient underwent an explant procedure due to staphylococcal infection.

Manufacturer narrative:
Additional information was received that the location of infection was at the lead site. Symptoms for infection were high fever and redness around the site. It could not be determined if the infection was device or hospital related. Antibiotics were prescribed and the patient was in an overnight hospital stay. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.